Event description:
Reporter stated that the device operator arrived at the scene and found the patient, "semi-conscious" and having seizures. Patient's blood glucose was reportedly tested, using the suspect device, with a result of 101 mg/dl. Twenty-eight minutes later, patient's blood glucose was reportedly retested, using the suspect device, with a result of 171 mg/dl. Reporter stated that patient was transported to the hospital where, approximately 20 minutes later, patient's blood glucose measured 19 mg/dl, on a hospital blood glucose monitor. Reporter stated that patient was given a 25 gram intravenous push of d50, and 30 minutes later, valium was administered to calm patient's seizures. No additional information about patient's diagnosis or treatment was provided. While on the line with technical support, quality control testing was performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.